Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8239908, medical device expiration date: 2023-09-30, device manufacture date: 2018-08-27. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239908. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4).] Noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a foreign "moisture" was found in the syringe 1.0ml 1/2in 90 bx 450 mo during use. Lot #'s 8239908 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported his ultra fine syringe had some kind of moisture he does not its internal but he thinks outside."